Event description:
The customer reported the device was connected with the patient in pacing mode which showed pacer failure. There was no adverse event to the patient because another device was used to pace the patient.